Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's friend calling as the meter is displaying lo (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 118-125mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory (B)(6).